Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70-80% stenosis degree) in a mildly tortuous part of the right proximal sfa. After pre-dilation, the stent was deployed into proximal right sfa. Upon removal of the delivery system, the tip of the system broke off. No harm to the patient was noted.